Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative later reported that the serial number of the pump, specific withdrawal symptoms, and the concentration and dosing of morphine could not be determined. The patient was now doing fine and receiving effective therapy. The pump was sent for return.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for an unknown indication for use. Interrogation indicated a motor stall occurred. It was unknown when the motor stall occurred. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient experienced withdrawal symptoms. Pump replacement was scheduled for (B)(6) 2017. The return status was clarified as expected and there was no legal claim related to the event. The status of the patient was stated to be alive and with injury. Following pump replacement, the patient received effective therapy again. No further information was provided.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. (B)(4). Analysis of the pump, model#, serial#, found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to gear wheel 3. The analysis interrogation print report indicated the patient received unknown morphine (10.0mg/ml, 11.011mg/day; simple continuous).